Event description:
It was reported that during implant, the physician had difficulty inserting the atrial lead into the pulse generator header. With force, the physician was able to screw the lead in place. The device was implanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.